Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified a linear opening, fold creases, and white calcification. Leak test and microscopic analysis were performed and identified a linear sharp opening on valve bond edge, and a curved opening with striated edge on radius side. Fill inspection was performed and identified no blockage in the valve. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis, the final assessment was a sharp opening assessed as unidentified (tear) opening, and a curved striated opening assessed as surgical damage.

Event description:
Device has been explanted.